Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: m.j parker et. Al (1997), subtrochanteric fractures of the femur, injury vol. 28(3), pages 91-95 (united kingdom). The aim of this article is to determine the incidence of fracture healing complications for a large series of subtrochanteric fractures treated by a variety of methods. Between december 1986 to june 1995, a total of 81 patients (23% male and 77% female) with a mean age of 74 years (range, 24-97 years) were included in the study. These patients had acute hip fracture and was treated with ao blade plates. The mean duration of follow-up was unknown. The following complications were reported as follows: 44 patients died during the 1 year follow up from injury. (7 pneumonia, 1 pulmonary embolism, 1 cerebrovascular accident, 1 myocardial infarction, and 1 wound infection). A further 15 died during the primary admission for reasons not related to the fracture and the remaining 18 died after discharge. 33 % of patients had weight-bearing delayed for up to 9 weeks from operation. 36 patients had no or slight and occasional pain in the hip. 16 patients had buttock pressure sores. (Table v). 5 patients had heel pressure sores. (Table v). 8 patients had postoperative confusional state. (Table v). 9 patients had pneumonia. (Table v). 1 patient had myocardial infarction. (Table v). 1 patient had gastrointestinal bleed. (Table v). 1 patient had cerebrovascular accident. (Table v). 2 patients had pulmonary embolism. (Table v). 6 patients had superficial wound infection. (Table v). 1 patient had deep wound infection. (Table v). 1 patient had ao blade plate cut-out (changed to an intramedullary nail). 1 dhs non-union due to broken plate and fixation was revised. 1 dhs with trochanteric stabilizing plate cut-out. 3 dhs non union (1 re-plated , 1 awaiting revision surgery). 1 dhs fracture below plate (revised with a longer plate). 1 dhs cut-out (removed and repeat internal fixation). This report is for one (1) ao blade plate. This is report 1 of 7 for (B)(4).